Event description:
It was reported that the pump was alarming "occlusion." There was patient involvement but no patient harm reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One sample and two photos were received for analysis. Visual inspection of the photos found no issues. The sample received was in no used condition, decontaminated, with its original packaging and inside a plastic bag. Functional testing was performed where the sample was filled with 250 ml of colored water using a syringe to detect any occlusion and leakage. The device worked as intendent use. The customer reported issue was not confirmed.